Event description:
An amphirion deep balloon catheter was used in a pta procedure. During the procedure, the balloon was inflated twice and the physician noticed some contrast media exiting the proximal end of the balloon. Upon completion of the inflations and removal of the balloon through the guiding catheter, the physician felt resistance but proceeded to use more force to pull the catheter through the guiding catheter. Upon removal, the physician noted that the catheter had broken between the balloon and the proximal shaft leaving the balloon section in the vessel. The surgery department made the determination to leave this piece in the vessel as there were no pt problems noted. The lesion was reported with diffuse calcification, and there was strong resistance reported when initially crossing the lesion. The pt had no further complications or issues.

Manufacturer narrative:
The device was returned from the hospital and the eval indicates the balloon and a portion of the distal tip is missing. Based upon the description of the event, and the eval of the returned catheter, the event is attributable to the strong resistance upon initial insertion in the highly calcified lesion and the additional force used to remove the catheter from the lesion. The "instruction for use" include warnings and other procedural statements regarding the insertion and removal of the catheter in the vessel when resistance is encountered.